Manufacturer narrative:
The pump passed the displacement test. The motor error alarmed during basic occlusion test due to loose and or flush drive support disk. The motor was tested outside of the device and passed. The motor position encoder error alarm was unable to be verified in the alarm history due to history file over written with spanish software anomaly alarms. Spanish software anomaly alarms were due to a corrupted history file. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of motor error with customer's insulin pump. The customer's blood glucose level at the time of incident was 287mg/dl. Troubleshoot was conducted, and motor position encoder error alarms were noted. The customer was advised the pump would have to be replaced and returned for analysis.